Event description:
It was reported the patient is experiencing numbness in the right thigh. Reportedly, the physician believes the lead may have migrated. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.